Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient developed infection at the pump pocket following a pump and catheter replacement on (B)(6) 2013 (please refer to manufacturer report # 3004209178-2013-15624). The infection was diagnosed on 2013-08-09 at which time the patient also continued to experience severe itching and uncontrolled spasticity of the lower extremities. The patient was placed on intravenous (IV) antibiotic therapy on (B)(6) 2013. On (B)(6) 2013 incision and drainage (I<(>&<)>d) were performed and the pump was moved to clean the site away from cellulitis which was present at the pump pocket site. On (B)(6) 2013 due to infection the entire device system, pump and catheter, was removed. Antibiotics were finished on (B)(6) 2013 and the patient was ok by ¿I <(>&<)>d¿ to have the pump and catheter replaced. The patient was put on oral baclofen and was scheduled to have a new pump and catheter placed on (B)(6) 2013. The device system delivered compounded baclofen. Conflicting information was later provided that the device system was explanted on (B)(6) 2013.

Event description:
Additional information received reported the system was removed on (B)(6) 2013. The symptoms the patient experienced was "infection - positive culture." It was reported the patient was now doing fine and receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the device was replaced on (B)(6) 2013. The drug used in the device system was commercially prepared gablofen.